Event description:
It was reported the patient was found unconscious face down on the floor in his home. Short interval count from prior interrogation indicated that oversensing was occurring. Follow up with the clinic later determined the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
(B) (4)